Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when customer attempted to change reservoir, the black o-ring fell out. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and missing end cap sticker.